Event description:
It was reported that the healthcare provider (hcp) missed the elective replacement indicator (eri) and end of service (eos) events. Eos occurred on (B)(6) 2012. The patient experienced withdrawal and presented to the emergency room (ER) the same day. The patient continued to get worse over the following 3 days and was admitted to the hospital on (B)(6). The pump was replaced on (B)(6). The original replacement date was (B)(6). The patient's spouse stated that the patient had not been receiving relief from the pump even before the patient went through withdrawals. The spouse also reported that they never heard the non-critical alarm once the eri occurred, but claimed they heard the critical alarm once the pump reached eos. The alarms were confirmed by telemetry. It was later reported that the patient was doing well and receiving effective therapy; however, another source reported that following the replacement the patient experienced a series of "minor strokes" (refer to manufacturer report #3004209178-2012-09931). The device system was used to deliver compounded morphine and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4). Analysis of the pump found no significant anomaly. Both eri & eos occurred due to time progression. Alarm test was performed during product analysis and it passed (77.4 db). The pump passed all non-destructive testing. No anomalies noted in pump logs.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709, serial# (B)(4), product type catheter. (B)(4).